Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The ac plug was re-wired. The system was tested and operates as intended.

Event description:
The customer reported that the monitors of the 9600 system would not power on and that the power cord is cracked at the plug end. No patient injury was reported.